Manufacturer narrative:
(B)(4). Insulin pump received with unexpected battery power loss and had high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump¿s power ran out immediately. Customer¿s blood glucose was unknown. Customer stated that battery could not be used for a long time. Insulin pump will be returned for analysis.